Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was having pain at the ipg site. It was also noted that the patient's ipg would not charge. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1110-02, (sn: (B)(4)) device evaluation indicated that the complaint about the charging issue was not verified. The device was in hibernation mode and charged fully in one cycle. The daily battery depletion rate without any stimulation was within the expected range. In low power idle mode without any stimulation, the quiescent current measured within the expected range. The device is capable of being charged fully under a proper charging method. The source of the pocket pain was not determined. Impedance measurements were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent, and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies. Sc-2218-50, (sn: (B)(4)) device evaluation indicated that the lead was cut. Damage to the device is a result of a typical explant procedure and it is not considered a failure. Sc-2218-50, (sn:(B)(4)) device evaluation indicated that the lead was cut, and the proximal tip was not returned. Damage to the device is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was having pain at the ipg site. It was also noted that the patient's ipg would not charge. The patient underwent an explant procedure.